Event description:
Pt admitted in 2009, for non-st elevation mi. Cardiac cath showed triple vessel disease with stenting of left anterior descending and insertion of intra-aortic balloon pump. Pt remained in cardiogenic shock despite inotropic support and underwent cardiopulmonary bypass and insertion of biventricular assist device the same day. Aortic cannula secured with 2 pledged purse string sutures, tourniquets and ties. Two days later, while turning pt, the pt hemorrhaged and expired. On opening the chest, the aortic cannula was found to have slipped out of the aorta.